Event description:
This is a report of peritonitis caused by a break in aseptic technique during peritoneal dialysis (pd) therapy. The patient was treated with antibiotics (unspecified) for peritonitis and retraining of proper connect/disconnect method and aseptic technique was performed. Pd therapy was ongoing. On (B)(6) 2013, the patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.